Manufacturer narrative:
Gtin:(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the ceramic portion of the probe broke off and so did the face plate. Pieces are stuck within the patients joints. Revision surgery is planned.

Manufacturer narrative:
Alleged failure: loose face plate. Probable root cause: manufacturing non-conformance, shipping damage. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported the ceramic portion of the probe broke off and so did the face plate. Pieces are stuck within the patients joints. Revision surgery is planned.